Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Model and serial number of the involved device have not been provided by the customer at the time of the complaint's submission. Several attempts were made to collect this information and it will be provided in a supplemental report if made available. D.4. As the serial number is unknown, the unique device identifier (UDI) number is not available. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the s5 pump. The incident occurred in suining city, china. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during a mitral valvuloplasty surgery, the s5 pump had a failure led to its stop. The blood pressure of the patient decreased and the customer completed the procedure by hand crank. No additional further information is available.

Manufacturer narrative:
D4: through follow-up communication with the customer, it was provided the involved model and serial number. Section d4, including unique identifier (UDI) number information, has been updated accordingly. H4: since serial number was provided, the device manufacture date has been updated. H11: through follow-up communication livanova learned that the system displayed an over-limit pressure alarm. User tried to recover the situation turning off and on the pump again, but without success. The patient has been discharged from the hospital and no permanent injury occurred. Involved pump was inspected by an authorized service technician and no deviation was found. The serial read-out of the pump (real time device parameters and setting recording file) were overwritten and no further information was made available. A device service history review has been performed and identified that the unit was manufactured in 2013 and no other similar event has been reported, neither concerning trend has been identified. Based on all the gathered information, the most likely root cause for the reported pump stop is an high pressure situation that was not solved and prevented the system to properly run even after turning off and on the pump again. However, since the log files were not available, a temporary electrical failure of the roller pump cannot be excluded.